Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 14mmol/l, with polyuria, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed a loss of prime alarm occurred two or more times with more than one cartridge. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with a loss of prime alarm.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. Force and fill tests were performed with no failures observed. No air bubbles formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.